Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker needed to be replaced. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. H3 other text : device not returned.

Event description:
It was reported the intellivue patient monitor mx800 is displaying a speaker malfunction error message and is not producing any audio. The device was not in use on a patient. There was no report of patient or user harm.